Event description:
The hospital reported during the saphenous vein harvesting procedure, saline leaked from the handle of the uniport plus. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.